Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high thresholds and dislodgement due to lead pulling back, were noted during device follow up one day post implant. The right ventricular (rv) lead was explanted and replaced. No patient complications have been reported as a result of this event.